Event description:
It was reported that boston scientific technical services (ts) was contacted for a consult review regarding an episode where the patient presented to the hospital after they received eleven shocks. Ts informed that the patient received several rounds of anti-tachycardia pacing and thirty shocks for intermittent ventricular tachycardia (vt). Not all of the delivered therapy was successful, but the vt spontaneously converted. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted for a consult review regarding an episode where the patient presented to the hospital after they received eleven shocks. Ts informed that the patient received several rounds of anti-tachycardia pacing and thirty shocks for intermittent ventricular tachycardia (vt). Not all of the delivered therapy was successful, but the vt spontaneously converted. The device was later explanted for normal battery depletion; the leads remain in service. No additional adverse patient effects were reported.